Event description:
Device read outside of devices' limits. Customer received blood glucose reading = 700smg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.